Manufacturer narrative:
(B)(4). Insulin pump received with broken reservoir tube lip , cracked battery tube thread noted.

Event description:
Customer reported via phone call that damage on reservoir and battery compartment . The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.